Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd phaseal optima protector (p20-o) leaked. The following information was provided by the initial reporter: "the customer had assembled a protector on an epirubicin vial. When the customer was disinfecting the optima protector membrane with an alcohol solution, the wipe showed a reddish trace. This lead to the concern that the protector was leaking. The problem only occurred with a couple of protectors from the same lot number. On a picture, the subtle colour differences are not visible. However, upon visual inspection it was clear that there was some leakage. Bd associate was asked to come to the customer site to confirm the observations."

Event description:
It was reported that bd phaseal optima protector (p20-o) leaked. The following information was provided by the initial reporter: "the customer had assembled a protector on an epirubicin vial. When the customer was disinfecting the optima protector membrane with an alcohol solution, the wipe showed a reddish trace. This lead to the concern that the protector was leaking. The problem only occurred with a couple of protectors from the same lot number. On a picture, the subtle colour differences are not visible. However, upon visual inspection it was clear that there was some leakage. Bd associate was asked to come to the customer site to confirm the observations."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/20/2020. H.6. Investigation: twenty seven unused samples were provide to our quality team for investigation. The product was visually inspected, no damage or defects were observed on any of the product. Functional testing was performed on seventeen of the samples, connecting the protectors to a vial along with a sample injector and syringe according to the instructions for use. In all cases it was possible to withdraw fluid from the vial, the expansion chamber functioned properly, and there was no leakage observed on the protector membrane after testing was performed. A device history review was performed for lot 1910105, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the protector ten times to verify if any leaks occur. Testing was reviewed for lot 1910105 , all results were found to be within specification. Leakage testing was them performed on the remaining ten samples that were provided. Using sample injectors, the protector membrane was penetrated ten times, all samples meeting required specifications. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.